Event description:
Patient was intubated with an ett, endotracheal tube, for thyroidectomy/ parathyroidectomy. The rn who handed the ett to the anesthesiologist inspected the ett and did not visualize any defect with the device. The anesthesiologist successfully intubated the patient and then noted the ett cuff would not stay inflated making placement precarious. The situation was evaluated by both surgeon and anesthesiologist and a decision was made to replace the ett. Upon removal of the ett, anesthesia and rn noted that one of the wires was bent and had perforated the ett cuff. Pt had some bleeding and required suctioning leading all to believe the wire may have scratched tissue as it was removed. Ett saved in original packaging and delivered to risk management. This is a endotracheal tube with nerve monitoring wires. One of the wires was bent and protruded from the cuff. This occurred after the endotracheal tube was inserted and before it was removed. It was not the condition of the ett when taken out of the package.